Event description:
It was reported, the patient's experiencing difficulty recharging the ipg. Troubleshooting has been attempted to no avail. As a result, surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed on (B)(6) 2015 the patient underwent surgical intervention to revise the ipg. The physician moved the ipg a little higher up on her back so it would lay flatter. Further follow-up revealed the patient has gained satisfactory stimulation, however, she has not tried to charge the ipg yet due to still being sore from the surgery.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient has been able to charge the ipg successfully.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).